Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the jaw liner had melted during use. The customer reported device component had disengaged into cavity and not retrieved. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The device was activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results due to the damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws.

Event description:
The customer reported that during a laparoscopic sigmoidectomy, the tissue pad got worn out and some pieces from the tissue pad are suspected as having fallen into the patient cavity and were not retrieved. The customer then opened another dissector, installed it onto the system and the procedure was successfully completed. There was no patient injury or tissue damage.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.